Event description:
It was reported during a case, the safety switch of the maestro drill with handswitch was broken and the device would engage from safety to run. The procedure was completed successfully without any delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported during a case, the safety switch of the maestro drill with handswitch was broken and the device would engage from safety to run. The procedure was completed successfully without any delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
During the device evaluation, the unthreading of the pin that holds the safety switch was determined to be a potential cause for the reported event.